Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the of the scalp 21g the cover does not lock. The following information was provided by the initial reporter, translated from (B)(6) to english: scalp cover do not lock.

Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that before use of the of the scalp 21g the cover does not lock. The following information was provided by the initial reporter, translated from portuguese to english: scalp cover do not lock.